Event description:
The reported stated the surgeon inserted an aa4204vl silicone single piece lens into the pt's eye. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found.